Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center manager reported a patient was treated in plus cylinder instead of minus cylinder due to a transcription error. The patient was immediately retreated to correct the error. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Logfile review for the date of treatment shows the treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. The reported event could be confirmed by review of the logfile. The root cause is a transcription error by the user. The manufacturer internal reference number is: (B)(4).